Event description:
The affiliate alleged the customer reported that two healthcare workers were affected after sterilizing instruments in the sterrad nx. The first of the two workers experienced a rash. This healthcare worker was treated in the emergency room. It is not know if any medication was prescribed. An asp field service engineer (fse) went to the facility to assess the unit. While at the facility, it was discovered that there was a recirculation outlet obstruction in the room.

Manufacturer narrative:
Skin contact. Capital equipment, evaluated at customer site. The field service engineer (fse) performed an unloaded and a load cycle. The fse reported that he did not experience any symptoms or adverse reactions during the process. However, the customer informed the fse that he began to feel itchy. The fse checked the sterrad unit and found no problem. The fse also checked the optical system, pressure, etc. Reference MDR: 2084825-2009-00257.